Event description:
This is filed to report the leaflet injury. It was reported this was a mitraclip procedure performed to treat grade 4 mixed mitral regurgitation (mr). Two clips were implanted without issue, reducing mr to 2. A third clip was implanted to further reduce mr, however after the clip was implanted, mr increased to 3 and a leaflet tear was observed on the anterior mitral leaflet, close to the clip arm. The clip remains stable on both leaflets, no additional clips were implanted and no additional intervention has been scheduled. Mr was reduced to 3. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the available information the reported tissue injury cannot be determined. The reported tissue injury is listed in the mitraclip system IFU and is a known possible complication associated with mitraclip procedures. The reported serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.